Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The physician did not necessarily believe the ion system caused or contributed to the pneumothorax, but possibly the biopsy needle, as it is a part of the procedure to retrieve lung tissue and if the biopsy location is close to the pleura there is an inherent procedural risk that the biopsy could lead to a pneumothorax. Per the physician, the pneumothorax would have likely occurred via another modality. In this case, the size of the lesion biopsied was 13-15 mm and was touching the pleura. The lesion was located in the left upper lobe (lul). The procedure was completed and several hours later a standard postoperative chest x-ray did not reveal any relevant pathologic findings. The patient was discharged home without issues. Hours later, the patient experienced subcutaneous emphysema, crepitus, and shortness of breath and went to the emergency room. The patient was admitted and a chest tube was placed. No other treatment interventions were provided. The patient was admitted for a total of 7 days. The patient was discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 7 days and then discharged home in stable condition. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.